Event description:
Report rec'd of a non-delivery of IV fluids. The pump was programmed to deliver a crystalloid IV fluid at an unspecified rate. It was noted approx 1 to 2 hours after the infusion was initiated that there was no delivery of fluid. There was no reported pump alarm. According to the customer contact, the tubing was misloaded in the pump. It was reported that the tubing was outside the tubing channel under the door near the proximal entry. The tubing was re-loaded into the device, and therapy was continued without further reported incident. There was no adverse effect to the pt. No medical interventions were required. The customer contact reported that there were atleast three other undocumented instances of non-delivery of IV fluids. There was no specific details regarding these other reported non-delivery events.